Event description:
It was reported that there was air in the tubing of a homechoice automated pd set with cassette during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. The home patient (hp) stated that they saw a ¿small gap of air¿ in the patient line. The technical service representative assisted the hp in ending therapy and advised the hp to restart therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.